Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation. There was no report of injury or further medical intervention.